Event description:
New information notes the lead was not removed during ICD revision, the lead remains implanted and is working well. No further revision are currently planned.

Event description:
It was reported that during routine device changeout, externalized conductors were observed via diagnostic imaging. The patient was asymptomatic. Electrical function was tested and no anomalies were detected. Lead will be explanted and replaced.

Manufacturer narrative:
No medwatch form was received.